Event description:
It was reported that the patient experienced presyncope episodes. There was non-sustained ventricular tachycardia (nsvt) that appeared as noise on the right ventricular (rv) lead. In addition, oversensing, inhibited pacing, and short pauses were observed. Patient isometrics were performed which were able to reproduce the lead noise and patient symptoms. Reprogramming was performed, and the lead was eventually replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.